Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report device is failing defib test on operation checks. Also, black "x" showing. There was no reported patient involvement/adverse patient impact.